Manufacturer narrative:
The reason for this revision surgery was rotator cuff failure. The length of in vivo service was 2.1 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 9 prior complaints reported against this part number; summary of investigations: 4 for instability, 1 for dislocation, 1 for trauma, 1 for pain, 2 revision surgeries for non defined cause. This is the first complaint against this lot number. The root cause of the rotator cuff failure was reported. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to rotator cuff failure; the surgeon converted from a total shoulder arthroplasty (tsa) to a reverse tsa.